Event description:
Customer reported high readings on customer's device. Customer increased insulin based on the results. Previously, doctor increased insulin weekly based on the higher device results. Customer went to the hospital. No treatment was received. Customer is using expired strips and no controls. A request was made for return product and replacement product was sent.